Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and increased thresholds. It was suspected that the patient was developing exit block. The lead will be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - no anomalies found: four episodes of nst events observed between (B)(4) 2011 and (B)(4) 2012. Impedance - no anomalies found: r wave amplitude was ~2.05 as of (B)(4) 2012. Amplitude appears stable over course of s2d record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high thresholds and non-capture. The lead was capped.